Manufacturer narrative:
One i3 unit was returned with power supply and power cord. The error 05 was confirmed on merlin. Net records. The unit passed diagnostic testing, but an error 05 could be reproduced. The root cause of the reported error was determined to be the printed circuit board.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue.